Event description:
The customer reported the system intermittently locks up and intermittenly does not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site evaluation. The problem was verified. The single board computer was found to be the source of the problem. Advised customer. Customer does not request any further service at this time.